Manufacturer narrative:
Concomitant products: product ID 977a190, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a190, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was overdischarged. They had not been able to recharge their device for approximately 2 to 3 months prior to the report. The ins was in a difficult to recharge spot in their left flank. The patient was not implanted in the gluteal area because they had foot drop and a tendency to fall. The patient had fallen on the sunday prior to the report. Relocating the ins to a more compatible recharging area was discussed but there were no plans to relocate it at the time of the report. Two physician recharge modes were performed before the device was recaptured. The power on reset (por) code was 0x2608. Once the ins was recovered the patient was able to recharge to between 25 and 50%. The patient¿s indications for use were spinal pain and complex regional pain syndrome type ii.